Event description:
On (B)(6) 2018, the reporter contacted lifescan (lfs) USA, alleging that her husband¿s onetouch verio flex meter was reading inaccurately erratic. The complaint was classified based on customer service representative (csr) documentation. The reporter stated that they first became aware of the issue, at 5.14 am, on (B)(6) 2018. The reporter stated that the patient obtained alleged inaccurate blood glucose results of ¿302, 259 and 130 mg/dl¿, the tests were performed within 20 minutes of each other. Based on statistical methodology these readings exceed lifescan¿s criteria for precision. The reporter did not want to answer any questions regarding the patient¿s management of his diabetes. She stated that he had woken up with symptoms of ¿shaking, sweating, stomach nauseating¿, and then he did the testing obtaining the above results. The reporter declined to answer questions relating to any treatment received or required. During troubleshooting, the csr noted that the subject meter was set to the correct unit of measure, the correct testing steps were described, and the patient had used an approved sample site to obtain the blood samples. The csr confirmed that the patient¿s test strips had been stored correctly, were within expiry date and the test strip vial was not cracked or broken. The patient did not have control solution. Replacement products were sent to the patient. This complaint is being reported because the patient reportedly developed signs/symptoms suggestive of a serious injury adverse event while using the product. Although the patient¿s symptoms occurred prior them obtaining the alleged inaccurate results, the alleged meter issue could not be ruled out as a cause or contributor to the event.